Manufacturer narrative:
Involved product which was complained was not returned and cannot be analyzed. We have investigatated the lot 384597. Nothing was changed in production process. Nothing unusual to report was found during DHR review. Threfore root causes are unknown for the breakage. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
In this event it is reported that c-pilot files cc+ sterile broke during use. The broken part remains in the root canal and further treatment is pending. No injury.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.